Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had poor water supply. The customer did not know where the foreign material came from. It was unknown if precleaning was started right after it was last used. The air/water nozzle was wiped/brushed with clean lint free cloth, brush or sponge and the air/water nozzle was flushed with detergent. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the event findings, evaluation found the air/water volume and water removal ability did not meet the standard value due to clogging of the nozzle, water tightness was lost due a pinhole in the instrument channel, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the suction cylinder was shaved, the paint on the air/water cylinder was peeled, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The identity of the foreign material could not be confirmed. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: [inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.